Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. On the basis of evaluation of the images provided, a fracture of the stent 14 months post placement in the left distal sfa could be confirmed. No indication for an irregular stent placement was found. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy, a challenging stent placement site as well as an irregular stent placement may be contributing factors to the reported event. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. As reported, the moderate calcified lesion had been pre-dilated. Also a previous stent twisting may cause or contribute to a stent fracture. A stent twisting can be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region and subsequent stent fracture. On the basis of the information available and the evaluation of the images, a definite root cause for the reported event could not be determined. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Furthermore, the IFU sufficiently describes the correct stent deployment procedure. Also the IFU indicates that pre-dilation of the lesion should be performed by using standard technique and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that the stent implanted in (B)(6) 2015 for treatment of a pre-dilated 95 % stenosis in the left distal sfa was found to be dislocated with a torqued breakage 12 months post implantation. Reportedly, there were no issues during stent deployment, the stent was post-dilated with a drug-eluted 6 x 80 mm balloon and there was no remaining stenosis after the stenting procedure. Two months later, angiography showed a fully occluded sfa. Reportedly, a retrograde recanalisation of the occlusion via the popliteal artery was unsuccessful. As reported, there was a good formation of the collateral vessels. Intensive walking training and new medication was advised. A follow-up examination will be performed after three months.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. 'Complainant phone number' has more than 10 digits: (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the stent implanted in (B)(6) 2015 for treatment of a pre-dilated 95 % stenosis in the left distal sfa was found to be dislocated with a torqued breakage 12 months post implantation. Reportedly, there were no issues during stent deployment, the stent was post-dilated with a drug-eluted 6 x 80 mm balloon and there was no remaining stenosis after the stenting procedure. Two months later, angiography showed a fully occluded sfa. Reportedly, a retrograde recanalisation of the occlusion via the popliteal artery was unsuccessful. As reported, there was a good formation of the collateral vessels. Intensive walking training and new medication was advised. A follow-up examination will be performed after three months.